Event description:
It was reported that shortly following completion of a dbs implant surgery, a CT scan showed that the lead's position needed to be corrected and that a high impedance abnormality occurred. The lead position was corrected and was also re-inserted into the ipg which solved the problem. The reported high impedance abnormality was due to air.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).